Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v005883, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient got their complete system removed in 2010 because she was experiencing neuropathy on the whole left side of her body from her foot all the way to her shoulder, since she received the implant . It was getting worse and she was falling continually. Information regarding if the patient still had concerns from the device or therapy was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the device did not improve the patient¿s ¿neuopathy¿ on the left side and she continued to fall frequently. The device was removed in 2010 and the patient no longer had paralysis on the left side. The patient stated one doctor refused to remove it after five years and the condition became worse. The device was removed by a different doctor. The patient was being seen at a spine center since removal of the device.